Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No program alarm anomaly alarm, signal too low and unexpected restart alarm noted during testing. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display and audio/beep anomaly noted. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced unexpected restart alarm, program alarm anomaly, and external ram crc error and audio/beep anomaly. The customer's blood glucose reading was 246 mg/dl. The customer received constant tone and unexpected restart when they tried to lie down and sleep. The customer stated that a temporary basal was not programmed before the unexpected restart. The customer was assisted with self-test and it passed. The insulin pump was returned for analysis.